Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an air in line alarm. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the air detector was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and confirmed the customer reported issue. Additionally, downstream and upstream occlusion issues were identified. The air detector, downstream occlusion sensor, and upstream occlusion sensor were all replaced.

Event description:
(B)(4).